Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three years ago, the patient experienced lower back pain during urination but did not seek specific treatment. About 20 days ago, they developed painless gross hematuria throughout urination without any obvious caused and sought treatment at (B)(6) hospital of (B)(6). Seeking further diagnosis and treatment, they came to their hospital today and was admitted to their department with a diagnosis of hydro nephrosis with ureteral stones right ureteral stone, left adrenal tumor, diabetes, and hypertension. From 13:40 to 15:25 on (B)(6) 2025, the patient underwent a left adrenal tumor resection in the retroperitoneal cavity under general anesthesia. A ureteral stent was used during the surgery, but upon opening that, the packaging was found to be damaged, rendering and unusable. After replacement, the surgery proceeded smoothly. That incident occurred during the surgical procedure and neglected to address that afterward could easily lead to serious harm. The product aseptic packaging was damaged (seal failure), rendering that unusable. Preliminary speculation suggests that the product's usage date (B)(6) 2025) was too far from its production date (B)(6) 2023), leading to the failure of the aseptic packaging seal.